Manufacturer narrative:
Preliminary analysis revealed that one specific parameter was not properly updated on the us1 back office environment. This prevented rf communication between smartview monitor and the subject device. A correction of this behavior has been applied on the us1 back office environment. No anomaly is suspected regarding the ICD.

Event description:
It was reported that the subject device could not be interrogated by the remote monitoring system. Issue is suspected on the rf communication level.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the subject device could not be interrogated by the remote monitoring system. Issue is suspected on the rf communication level.